Event description:
Black particle was found in a revaclear max dialyzer after patient's blood was rinsed back at the end of treatment. Machine cultured on (B)(6) 2017, as well. Machine pulled after event due to questionable machine contamination from black particulate in dialyzer. Diagnosis or reason for use: chronic renal failure. Is the product compounded: no. Is the product over-the-counter: no.